Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article, entitled "does grafting of the tuberosities improve the functional outcomes of proximal humeral fractures treated with reverse shoulder arthroplasty?", by gokcer uzer, md, et al., reviewed by clinician for MDR reportability. The article addresses the benefits of repairing the humeral tuberosities, using patient bone autograft, when performing reverse total shoulder arthroplasties as an indication for proximal humerus fractures. The depuy delta xtend reverse shoulder system was utilized for all patients, utilizing ingrowth glenoid constructs and cemented humeral constructs. While the results of the study were very promising with regard to restoring additional function to the patient's shoulders--internal and external rotation, abduction, and forward flexion--some patients experienced the following complications. All occurred post-operatively, at unspecified intervals from implantation, described as follows: one patient had surgical site infection treated with antibiotic therapy. One patient experienced a sirveaux type iii scapular notching, not requiring treatment at the time of the article. One patient experienced a periprosthetic humerus fracture at the distal tip of the humeral prosthesis, requiring operative fibular bone strut autografting with dynamic compression plate fixation. One patient experienced periprosthetic deep infection requiring two-stage explantation and reimplantation revision surgery to treat. One patient experienced aseptic loosening of the cemented humeral component, treated with revision of the humeral component (loosening interface, and cement manufacturer, were unspecified). As specific patient and product information was not provided beyond generalities, all patient and product harm information is captured in this report. It is unknown how many patients and specific products were involved, nor were the dates of the reported events provided.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.